Event description:
Spouse originally reported this complaint in may 2002, but was never able get conclusive info regarding the product from physician. Spouse had also informed at that time that the product was no longer on the market and the compliant was not pursued. In january 2003, spouse called again and informed that the company they believes manufactures/distributes the product the pt used, informed them that the product was still on the market. Spouse said that the pt had a periurethral transvaginal sling cystoscopy in 1999 and an influence gelseal sling was implanted. The purpose of the device was to help hold up their bladder. Not long after the operation, pt experienced complications, including pain and vaginal discharge, that were continually diagnosed as severe bladder infections. However, these infections never seemed to clear up with antibiotics. The pt finally went to a gynecologist who told them that the sling was defective and that the coating had disintegrated and had started to erode into their bladder. He recommended that they have it removed. Pt returned to their surgeon and it was removed. The operative note says that the "graft had eroded, but not into the bladder or into the urethra, but had eroded through the anterior vaginal wall". Spouse said that the doctor did not replace the sling and that for now, scar tissue is holding up their bladder.